Event description:
It was reported that the patient had an infection. The patient was given oral antibiotics and was doing well.

Event description:
It was reported that the patient had an infection. The patient was given oral antibiotics and was doing well. Additional information was received that the patient had difficulty charging the ipg. It was also noted that the patient felt inadequate and irritation with the stimulation. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was not returned.